Event description:
The distal marker tip on the sl-10 2 tip catheter broke off of the catheter. Only detected after right post. Cerebral artery selected and 300cm transend floppy tip wire was placed for ultimate neuroform placement. The catheter and guidewire then were brought back to catheterize the aneurysm through the stent wall and it was noted that the distal tip marker was missing. Fluoro and injections showed that it had embolized far distally into a branch of the right parieto-occipital artery (right pca territory) with a small branch occlusion. Patient under ga so unable to assess for deficit.